Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces and missing end cap sticker. No moisture damage inside the device was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and then the device would not turn on. The customer explained that he had been in humid weather. Blood glucose value was 90 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.